Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of one-link needle-free IV connectors were "broken and needless port exposed" making it "difficult to removed off the patient's PICC (peripherally inserted central catheter) line". It was further reported that in order to remove, hemostats were used. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was done which observed that the part next -gen luer activated device was incomplete, with the gland exposed. A scratch was observed on the inlet housing. No additional tests could be performed on the sample.the reported condition was verified. The cause was determined to be that excessive force was used, thus not meeting the specification and design of the next gen luer activate device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.